Manufacturer narrative:
Reportedly, the device is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the peroneal artery, 90% stenosed lesion. A balance middle weight guidewire successfully crossed the lesion and dilatation was performed using a non-abbott device. There was no device issue or unusual resistance noted. Reportedly, during use of the bmw, a dissection occurred, related to the bmw. The dissection did not require any treatment, the patient remained in stable condition, and was discharged home that same day. No additional information was provided regarding this issue.

Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in instructions for use (IFU) guide wire hi-torque guide wires as a known patient effect of the percutaneous procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.